Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported malfunction. The se replaced the damaged oxygen (o2) sensor to resolve the issue. The ventilator passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator's oxygen (o2) sensor was found damaged. There was no patient involvement.